Event description:
It was reported the during acl reconstruction surgery, the screw broke during insertion. There was a delay of 3 minutes. There were no adverse consequences.

Manufacturer narrative:
Suspected root cause: based on the info available and from visual examination of the returned device, possible suspected root cause is that the bone tunnel was too tight. In addition, the pt's bone was hard. This results in excessive torque being required to insert the screw which causes excessive flattening of the screw threads and shearing off of the distal tip of the screw.